Event description:
It was reported that the arm of the gx765dc x-ray fell forward and struck a pt on the head resulting in a bump on their left temple. According to the doctor, no medical intervention was required and the pt has recovered with no further consequences.